Event description:
It was reported that while using the ilet with fiasp, the user experienced rapid-onset hypoglycemia, believed the pump delivered insulin faster than their absorption, and noted sensitivity to activity-related glucose drops; low and urgent low alerts occurred and oral glucose was used to correct. Symptoms included hypoglycemia with a reported nadir of 53 mg/dl and no loss of consciousness or other acute effects. Outcomes included no medical intervention, hospitalization, or need for assistance, and the low resolved within approximately thirty minutes. Investigation included troubleshooting, user education, and referral to the prescribing clinician for further evaluation. Investigation of this case revealed no device malfunction and an unclear cause, with contributing factors possibly including insulin pharmacodynamics and activity-related sensitivity. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.